Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address was not provided. [Conclusion]: the healthcare professional reported that the coil embolization procedure targeting a bronchial artery aneurysm, the coil embolization was to the shunt vessel distal to the intercostal artery via the internal thoracic artery. The embolization started with the 5mm x 15cm target xl® coil (stryker) as the first coil, then twelve coils: azur coils (terumo interventional systems), I-ed coil¿ (kaneka), and target coils (stryker) were implanted. The complaint coil, a 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l16117) was the 13th coil used. It was guided to the tip of the concomitant excelsior® 1018® microcatheter (stryker) in an attempt to stack it on the coil mass, but an intense resistance was felt at the tip and it was not able to be pulled out from the tip. The physician thought that there was a possibility that there was interference from the indwelling coil. The physician pulled the concomitant slightly, but the complaint coil was not pushed in and the delivery wire got kinked on the hub side of the microcatheter. It was replaced with another coil of the same size; the replacement coil was inserted into the microcatheter and it was able to be stacked on the coil mass without resistance. Five additional coils (cerenovus and competitor coils) were implanted and the procedure was completed as they were able to be placed without any stacks. There was no report of any patient adverse event or complication. Additional information was provided indicating that the complaint coil was able to be removed through the microcatheter. Continuous flush was not maintained through the microcatheter. Force was not applied to the device. The complaint device as returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the nonsterile 2.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 38cm from the hub; this is within specification. The device positioning unit (dpu) was observed kinked at 36.5cm from the proximal end. The core wire was observed kinked in several areas. No other additional anomalies or damages were observed. Microscopic inspection was performed. The embolic coil was observed outside of the introducer and in damaged condition under magnification. A review of manufacturing documentation associated with this lot (l16117) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the 2.00mm x 3.00cm galaxy g3 mini coil was guided the tip of the concomitant microcatheter in an attempt to stack it on the coil mass, but an intense resistance was felt at the tip and it was not able to be pulled out from the tip. The issue reported could not be duplicated; during the analysis of the returned device, the dpu was kinked, the core wire is kinked in several areas and the embolic coil was in damaged condition outside of the introducer. The kinked dpu, kinked core wire and the damaged embolic coil are either the results of or contributing factors to the reported intense resistance encountered. The bent / kinked delivery wire was confirmed. The dpu was observed kinked at 36.5cm from the proximal end. This is likely due to inadvertent force applied during the procedure handling. Damage to the embolic coil is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. The embolic coil can become damaged during when resistance is encountered or when it gets withdrawn against resistance. The condition of the coil was not originally reported in the complaint. It is possible that when it was guided to the tip of the concomitant microcatheter where the intense resistance was felt at the tip and the coil could not be pulled from the tip, force may have been applied and the coil sustained the damaged condition observed under magnification. The delivery wire is kinked, and the core wire also has several kinked areas observed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the coil in the observed damaged condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the coil embolization procedure targeting a bronchial artery aneurysm, the coil embolization was to the shunt vessel distal to the intercostal artery via the internal thoracic artery. The embolization started with the 5mm x 15cm target xl® coil (stryker) as the first coil, then twelve coils: azur coils (terumo interventional systems), I-ed coil¿ (kaneka), and target coils (stryker) were implanted. The complaint coil, a 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l16117) was the 13th coil used. It was guided to the tip of the concomitant excelsior® 1018® microcatheter (stryker) in an attempt to stack it on the coil mass, but an intense resistance was felt at the tip and it was not able to be pulled out from the tip. The physician thought that there was a possibility that there was interference from the indwelling coil. The physician pulled the concomitant slightly, but the complaint coil was not pushed in and the delivery wire got kinked on the hub side of the microcatheter. It was replaced with another coil of the same size; the replacement coil was inserted into the microcatheter and it was able to be stacked on the coil mass without resistance. Five additional coils (cerenovus and competitor coils) were implanted and the procedure was completed as they were able to be placed without any stacks. There was no report of any patient adverse event or complication. Additional information was provided indicating that the complaint coil was able to be removed through the microcatheter. Continuous flush was not maintained through the microcatheter. Force was not applied to the device. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in stretched condition. Based on the product analysis (B)(6) 2021, this event has been deemed MDR reportable as a ¿malfunction.¿